Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was returned with the peelable sheath on the distal end of the catheter. The cat6 was kinked approximately 58.0, 123.0, 127.0 and 128.0 cm from the hub. The cat6 was ovalized approximately 129.0 cm from the hub to the distal tip. Conclusions: evaluation of the cat6 revealed the peelable sheath was stuck at the distal tip of the cat6 due to clotted blood. Upon removing the sheath there was extensive ovalization of the cat6 distal tip. This damage likely resulted from forcefully gripping or pinching the distal end of the peelable sheath. This would cause the peelable sheath to fold over itself, causing the lengthwise fold and ovalizations visible on the distal catheter shaft. The damage to the cat6 distal shaft is likely what caused the inability to advance the catheter into the non-penumbra sheath. Further evaluation revealed kinks along the cat6 catheter shaft. These kinks are likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure for a superficial femoral artery occlusion using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician attempted to advance the cat6 through another manufacturer's sheath; however, the cat6 was unable to advance into the sheath; therefore it was removed. Upon examination, the physician noticed that the cat6 tip was compressed and lost all pushability. The procedure was completed using a new cat6 and another manufacturer's sheath. There was no report of an adverse effect to the patient.